Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve. Additionally, valve stenosis is a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis requiring a valve in valve was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no inadequacies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra thv was implanted in the pulmonic position for this case. Therefore, it was an off-label operation. As reported, "approximately 3 years 2 months 12 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 23 mm sapien 3 ultra valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis and thrombosis. The patient had been presenting symptoms of shortness of breath (sob) and pulmonary hypertension (htn). The new valve was implanted successfully. It was noted that the patient had co-morbidities that include congenital heart abnormalities and renal insufficiency." In this case, it is likely that the patient had a history of end-stage renal disease (esrd). End-stage renal disease (esrd) leads to chronic kidney disease (ckd) and ckd is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. All these patient factors can result in stenosis over the time. As such, available information suggests that patient factors (end-stage renal disease/ckd) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 2 months 12 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis. The patient had been presenting symptoms of shortness of breath (sob) and pulmonary hypertension (htn). The new valve was implanted successfully.